Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on date of event is reflective of the time zone of the country of the event.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) was 594 mg/dl with trace ketones. No additional information on how the customer's high bg was treated were provided. Customer changed the pump supplies and resumed insulin delivery.